Manufacturer narrative:
Ref: e-complaint-(B)(4). Investigation: x-review DHR and x-inspect returned samples. Analysis and findings: distribution history: this complaint unit was manufactured at csi on 7/20/18 under wo #(B)(4) and shipped on 10/4/18. Manufacturing record review: DHR (B)(4) was reviewed and no non-conformities were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history shows similar reported complaint conditions. Various other reasons can produce the same problem description used for this complaint. No relation to this complaint is evident. Product receipt: the complaint unit was returned on a repair. However, based on log 92739, this unit was at csi on 9/03/19. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit's low pressure regulator and the shutter valve were not functioning as intended. Root cause: no definitive root cause for this issue could be reliably determined at this time. The failure of a low pressure regulator (p/n 20346-1) is rare and considered an isolated incident. The shuttle valve works with the low pressure regulator and was replaced as a precautionary measure and a practical step since the unit was already open. The lp regulator was not controlling the pressure and putting out full pressure out to 3-way valve which lets the full pressure reach the regulator and to the probe. It also put high pressure, or pressure much higher than 90 psi, to the shuttle valve where it usually doesn't get exposed to that kind of pressure from that side. Correction and/or corrective action: the unit was fitted with a new low pressure regulator and shuttle valve, tested to specifications, and returned to the customer under a warranty repair. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? Yes. Preventative action activity : coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated "unit does not stop freezing" reference repair order #(B)(4). Reference: e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical is currently evaluating the device and investigating the reported condition . A supplemental report will be filed once the evaluation and investigation are completed. (B)(4).

Event description:
Customer stated "unit does not stop freezing". (B)(4).